Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, the data log was provided by the patient. It was downloaded and reviewed on 07/02/2015 and confirmed the reported event of inaccurate cgm values.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the complaint sensor was not returned to dexcom. The transmitter (part number stt-rx-001/serial number (B)(4)/lot number 5196091), being used with the complaint sensor, was returned on 03/09/2016. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and the test failed; however, the customer complaint could not be confirmed with the returned transmitter because information about inaccuracies could not be gained from the transmitter. A root cause could not be determined.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitor (cgm) inaccuracy compared to blood glucose (bg) meter on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. Patient's mother did not report any injury or medical intervention.